Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer attempted to clear and confirm e-8 message by pressing the check button two times, but the button would not respond. No adverse event alleged. A request was made for the return of the device.